Event description:
The hcp reported that the device was explanted after 36.2 months. The device was returned to the MFR for analysis. No reason was given for the explant. A follow-up report will be sent when additional info becomes available.